Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1800541. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation, clips were loaded in a closed condition. The user stopped using the device and replaced with a new one. No clip fell in the patient.

Event description:
It was reported that during an operation, clips were loaded in a closed condition. The user stopped using the device and replaced with a new one. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. This was repeated three more times with the same result. The sample was disassembled to inspect the internal components. The proximal end of the feeder was slightly bent. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The bent rotation tab and the proximal end of the feeder being slightly bent are indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly into the jaws of the applier. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips loaded in closed condition" was confirmed based upon the sample received. One device was returned with its rotation tab bent and no clip in the first position of the channel. The sample was received with 0 clips remaining in the channel indicating that 15 clips were fired by the end user. Upon functional inspection, no clips fired as expected. The sample was disassembled and the proximal end of the feeder was found slightly bent. The bent rotation tab and the proximal end of the feeder being slightly bent are indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly into the jaws of the applier. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.